Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that the roller pump display went blank. There were no reported adverse consequences to the patient.

Manufacturer narrative:
Per the perfusionist, the display came back on after tapping the unit. The field service representative (fsr) tested the pump and found the display was intermittently going blank. The fsr replaced the display assembly. The unit operated to the manufacturer's specifications. The suspected part was retuned to manufacturer for further evaluation.

Manufacturer narrative:
Per data log review: on (B)(6) 2021, none of the small roller pump logs show a reboot or a power cycle. It is possible that the roller pump display went off while the pump continued to work. During laboratory analysis, the product surveillance technician (pst) connected the small roller pump display to lab use only (luo) test equipment and powered it on. The roller pump display was fully functional with no observation of the display going out. The pst did no observe any anomalies during a visual inspection. The small roller pump display functioned as intended.